Event description:
The facility's biomed engineering dept reported pump with a failure code of 808:05 in the event history. Info was not provided regarding whether or not the device was in pt use when the reported condition occurred. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.